Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Implant date in 2016. The following could not be completed with the limited information provided. Age/date of birth - ni, weight - ni, date of birth - ni, product code - ni, expiration date - ni, explant date - ni, device manufacture date - ni.

Event description:
It is reported that a patient underwent a sports medicine procedure during which a snapshot device was implanted. Patient was subsequently revised due to muscle deformity on an unknown date. The device was reportedly still in place, but the tendon had slipped under or through the device. No further information has been provided.